Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient was experiencing high blood glucose. Customer's blood glucose was unknown. Troubleshooting was done. It was found in the alarm history that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was less than 200 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.